Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to patient-prosthesis mismatch and high gradients. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 15 years 2 months post implant of this 23mm aortic bioprosthetic valve, the device was replaced valve-in-valve with a 26mm transcatheter aortic valve for unknown reasons. No additional adverse patient effects were reported.